Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was aborted and it was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating x-rays were unavailable, preventing imaging. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found the system displaying an x-ray tube defect after powering on. The x-ray generator and tube cooler were not powered, and no power indicator lights were visible on the power supply. The fse found that there was no 24v power output and confirmed that the power supply unit was defective. The defective power supply unit was returned for analysis, and it confirmed the power supply defect. To resolve the reported issue, the fse replaced the power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-rays were unavailable, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.